Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 7.9 inr on the coaguchek xs pro system while a comparison lab returned as 4.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.